Event description:
The dealer reported that the plastic around the screws of the calf pad are breaking. This issue could cause product instability and not provide the user the necessary leg support needed.